Manufacturer narrative:
This report has been identified as b. Braun medical (B)(4). A thorough investigation could not be performed without the actual sample to evaluate. Although a photo was received, since the attached picture was in a diagram form and not the actual set-up used during the infusion, the defect was not able to be confirmed, and the exact root cause was unable to be determined at this time. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. While we are unable to confirm the reported defect, all available information regarding this occurrence has been forwarded to our mrb business unit leaders and all personnel involved in the manufacturing and inspection of this product in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: primary IV tubing noted to be leaking when patient complained of being wet. Chemotherapy was connected to the lowest port of the defective tubing. Leaking was at the junction between the upper backcheck valve and caresite. The patient did not have any adverse reaction.